Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that a piece of the 511nt trocar fell off (clear tip). Awaiting further info from the surgeon. 05/01/2000: message from rep. The rep is still unable to obtain any further info concerning this event from the surgeon.